Manufacturer narrative:
Investigation summary: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the product insert. Root cause: customer procedural error. Source: phone.

Event description:
Customer reporting false positive sars result. Customer states the result was confirmed negative by pcr. Through investigation it was found the customer was using the assay outside product insert specifications.